Event description:
The pt's skin flap broke down several weeks after their initial stimulation. The pt had several revision surgeries. The implant extruded in 2000 and was explanted. The skin flap is now healed. The pt may be reimplanted on the contralateral side at a later date. This is a final report.